Event description:
Customer reported via phone call that they were hospitalized due to coma on unknown date. Customer reported that the insulin pump stopped working and did not alarmed while they were sleeping. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.